Event description:
(B)(6): customer reports that during undetermined urology procedure fluoro failed. Staff had to move the patient to another room for completion of the procedure. Physician completed the patient procedure without further incident. No reported injury. Staff unwilling to provide patient or procedural information, other than to say patient was fine. No event.

Manufacturer narrative:
Field service engineer troubleshot per hut service manual and found an open small filament in the systems x-ray tube. Fse replaced and calibrated the new x-ray tube. System returned to full service by the customer.